Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting increased impedance measurements which had now exceeded 2500 ohms. Additionally, increased threshold measurements were noted. During the elective procedure to replace this patient's device, lead testing was performed with the pacing system analyzer(psa) which produced impedance and threshold measurements within normal limits. However, the physician decided to replace the lead during this procedure as he was not convinced this was just a marginal connection issue. No adverse patient effects were reported.